Event description:
A customer manually programmed a patient sample for a specific location on their vitros 250 analyzer and then loaded a performance verifier by mistake. Mismatched results for the patient sample were reported to the floor. Mismatched results might lead to inappropriate physician action; therefore the likelihood of an adverse patient outcome is not remote. There was no report of patient harm as a result of this event.